Event description:
It was reported that the device had a clutch reverse travel error upon occlusion test. There was no patient involvement and patient harm.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H3: one device was received for evaluation. The service history of this device showed no additional records. The customer issue was confirmed during review of device error log. Error log showed ¿travel reverse error¿check clutch/plunger lever¿. Additionally, a clutch error was duplicated during occlusion testing. The root cause of the issue was normal wear and aging. The clutches were replaced. The device was recalibrated and thereafter passed all tests.